Event description:
It was reported to boston scientific corporation in 2007 that a hydrothermablator procedure set was used during a endometrial ablation procedure. (Female patient; age and weight as well as hta use date are unknown). Three weeks after the procedure was performed, patient still had persistence pain and a watery discharge. The physician believes that there is fibroid degeneration. The patient was also treated with a pain management medication.

Manufacturer narrative:
The device is not expected to be returned because the suspect device has been disposed. A device evaluation cannot be performed. No DHR review could be conducted because the lot number is not known.